Manufacturer narrative:
Device evaluation: one twinfix ti 2.8 anchor was returned for evaluation. Visual examination of the device showed the anchor has broken at the suture eyelet. The threaded portion of the anchor was not returned for evaluation. Examination of the inserter confirmed the eyelet remains within the inserter. Using magnification the eyelet is no longer aligned with the inserter hex. This condition is normally attributed to improper site preparation. No root cause related to the manufacture of the product can be determined. No further investigation is warranted at this time. (B)(4).

Event description:
During a medial patellofemoral ligament procedure utilizing a twinfix ti 2.8 ultrabraid, it was reported that the anchor broke. The suture and anchor were removed, leaving the site empty. Another site was prepped by the surgeon and a back-up device was used to complete the procedure. The patient's bone quality was reported as good. There were no reports of patient injuries or complications.